Event description:
This report involves an infant patient in the pediatric intensive care unit (picu) who has had kendall neonatal EKG leads placed on his chest during this admission and prior admissions. The leads were removed from his chest for noted redness around the perimeter of the leads. When the three leads were removed inflamed reddened areas were noted where the leads had been. The areas are circumferential - right chest 3cm x 3cm, left upper chest 3 cm x 3cm, and left lower chest /flank 3cm x 2 cm. Small blisters were noted to area on upper right chest. Otherwise areas were reddened, dry and raised. Picu fellow and picu resident notified and at bedside to assess. Kendall leads were removed and replaced by leads from a different manufacturer. Reddened areas were cleaned with water and dried, and then left open to air. No reaction was noted from the new leads from a different manufacturer. Areas were checked every 2 hours and the leads were rotated frequently. Per report from the infant's father, the young patient had small "blistery" areas noted at home after the last admission presumably from EKG leads, but were not as severe and resolved on their own.